Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a gunther tulip filter on (B)(6) 2006 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records were requested, but have yet to be delivered.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/09/2017 as follows: the patient allegedly received device implant via left basilic vein on (B)(6) 2006 due to immobility s/p mva. The patient alleges that the device is unable to be retrieved.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). Evaluation: no information regarding the event. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged "that patient received a gunther tulip filter on (B)(6) 2006 at (B)(6) hospital in (B)(6)". It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records were requested, but have yet to be delivered.